Manufacturer narrative:
Additional MDR associated with this event: 3025141-2014-00020: (B)(4).

Event description:
Two screws were implanted during olecranon surgery. During a follow up visit, bone resorption was found. The screws were removed easily with no resistance. Bone dissection and autogenous bone graft of the ilium were performed.